Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to chronic dislocation of the head from the liner. A 28e 0° poly liner and 28 +5 c-taper ceramic head were revised to a 36e 10° liner and c-taper metal head. Rep confirmed that no further information will be released by the hospital or surgeon.